Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software download failed and received pump error 53- software error detected, while trying to install the software update. The customer reported no adverse event. The event involved product(s) mmt-6122, mmt-1880l. Troubleshooting was performed, unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer was able to clear the alarm. The customer was able to complete the rewind. No harm requiring medical intervention was reported. No product return is required for mmt-6122. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed displacement and self test. Unit was successfully downloaded using thump software. Per software engineer log, pump error 53 was recorded on 11/02/2024 08:43:41.000 due to hardware error (line # = 8192, file # = 11688). Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay and scratched case. In summary, pump error 53 confirmed due to hardware error. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.